Event description:
Pt implanted with a rod, screw and locking cap construct on an unk date, complained of postoperative pain. Pt underwent revision surgery the day after the initial surgery to extend decompression. This is the 4th of 9 reports submitted on this event.

Manufacturer narrative:
Subject device has been received and is currently in the eval process. Investigation is on going; no conclusion could be drawn.